Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a tortuous anatomy. While loading, there was a little drag noted on the deployment wheel. During device preparation, a little difficulty to retract the valve into the ds was noted so excess force was required to re-sheath the valve. During procedure, while advancing through the femoral arteries, user noted a significant amount of subcutaneous tissue. After withdrawing the ds, a considerable bend was observed in the valve capsule so it was decided the reload the valve. At this time, the introducer sheath (is) was replaced with 20fr and a stiffer guidewire was used which resulted in successful advancement to the implant site. At 80 percent deployment, while attempting to recapture the valve, it was noted that the ds was no longer responded to the command. Micro-adjustment wheel was rotated which didn't resolve the issue. As the valve could not be fully recaptured into the capsule, the user was unable to advance further so the ds was removed from the patient and a new ds and valve were replaced. It was noted that the valve was re-sheathed more than two times. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient's status was recovering.

Manufacturer narrative:
An event of retraction problem during device preparation, advancement difficulty, bend in valve capsule was reported. Also reported that perforation occurred at the access site during removal because the valve was not fully encapsulated. Information from field indicated that the patient had a tortuous anatomy. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the advancement difficulty is possibly related to anatomical factor (tortuous anatomy). The damage to valve capsule is consistent with operational difficulty. The cause of retraction problem could not be conclusively determined. The surgical intervention was result of case-specific circumstance as a suture was required to treat the access site. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It was reported that the valve was re-sheathed more than two times. Please note that per the instructions for use, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a tortuous anatomy. While loading, there was a little drag noted on the deployment wheel. During device preparation, a little difficulty to retract the valve into the ds was noted so excess force was required to re-sheath the valve. During procedure, while advancing through the femoral arteries, user noted a significant amount of subcutaneous tissue. After withdrawing the ds, a considerable bend was observed in the valve capsule, so it was decided the reload the valve. At this time, the introducer sheath (is) was replaced with 20fr, and a stiffer guidewire was used which resulted in successful advancement to the implant site. At 80 percent deployment, while attempting to recapture the valve, it was noted that the ds was no longer responded to the command. Micro-adjustment wheel was rotated which didn't resolve the issue. As the valve could not be fully recaptured into the capsule, the user was unable to advance further, so the ds was removed from the patient. A perforation occurred at the access site during removal because the valve was not fully encapsulated. A suture was required to treat the access site. It was noted that the valve was re-sheathed more than two times. A new ds and valve were replaced. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient's status was discharged.